Event description:
It was reported that the image on the live screen was flickering. This occurred during a procedure which was completed with this device. There were no adverse patient effects reported. Additional information was received noting that it was determined the labsystem did not have an issue. It was confirmed the video management of an x-ray system was the cause of the issue. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).